Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine stopped working. The clinic attempted to replace the foot pedal and restart the machine and was unable to restart the machine. The clinic used another phacoemulsification machine to complete the case. There was no patient injury reported.

Manufacturer narrative:
The phacoemulsification machine was examined and tested by an amo service technician at the customer's location. The technician replaced the subsystem controller board to isolate the power loss. The system was verified for all modes of operations and calibrations. The equipment meets all specifications and is continuing to be used by the clinic.